Event description:
During treatment of multiple procedures including aneurysm coiling, endovascular treatment of an avm, and stroke, the hospital reported the appearance of an unk substance. The sequence of events in these cases was described as follows: a diagnostic catheter is placed in the vessel of interest. When the case converts to intervention, an exchange length guidewire is placed and a neuron placed over the guidewire. When the neuron is placed a "gooey, white substance is observed in the rhv attached to the hub of the neuron". The physicians reported that this occurs with a high degree of frequency. When the substance is observed, the rhv is opened and flushed, in addition to the neuron. The substance is reported as being "embolic in nature, and the concern is it may cause an ischemic stroke to take place when other indwelling devices are placed through the neuron, potentially pushing the white gooey substance that may be left in the lumen of the neuron guide catheter into the brain". No known adverse events have occurred in association with the observation of the substance in the rhv of the neuron. The hospital has sent samples of the substance to the pathology lab, however, the reports have been inconclusive.

Manufacturer narrative:
The devices were not returned. Without the return of the devices, the root cause of the problem cannot be determined. Penumbra has attempted to gather further info about this complaint. In addition to attempting to retrieve the devices in question, penumbra has reached out the hospital to obtain info about the lot numbers associated with the products. Penumbra is in the process of attempting to recreate the substance using a similar scenario to the one described in the original complaint report. The hospital indicated that they sent a sample of the substance to an internal histology lab and do not want to provide further info until they receive the results. Penumbra will also attempt to get the results of the histology report as a part of its investigation into this complaint. It is not likely that the hospital will provide a sample device exhibiting the problems noted within the complaint for penumbra's investigation. Penumbra has attempted to contact the physician, but has been unsuccessful. Penumbra will attempt to discuss the issue further with the physician at the (B)(4) meeting ((B)(4) 2010). From this, penumbra hopes to gather further info in an attempt to recreate the event.